Event description:
The customer reported on (B)(6) 2013 at 6:30 pm her blood glucose was reading 131 mg/d. She ate dinner (carbohydrate count not reported) and administered a meal bolus of 1.5 units of insulin. At 9:30 pm, her bg measured 345 mg/dl, so she gave a bolus of 3 units of insulin. At 10:30 pm her bg reached 350 mg/dl and she decided to deactivate the pod. Upon inspection, she noticed the cannula was bent.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported bent cannula or determine whether this condition could have contributed to the report hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns to "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider."